Event description:
N/a.

Manufacturer narrative:
Updated fields:d4, d9, g3, g6, h2, h3, h6, h10. The valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the needle guard was raised, as well as cuts/tears in the needle chamber. The valve was hydrated. The valve passed the test for programming, occlusion and reflux. The valve failed the test for leak and pressure due to the cuts/tears in the needle chamber. The needle chamber was dismantled; the needle guard was bent (could be due to valve being clamped), and glue traces were noted on the needle guard and the silicone base. The root cause for the failed pressure test was due to the cuts/tears in the silicone housing in the needle chamber. The root cause for the cuts/tears in the silicone housing in the needle chamber could be due to a sharp or pointed object or instrument (clamps/forceps) coming into contact with the silicone housing as noted in the IFU silicone has a low cut/tear resistance. The root cause for the raised needle guard disc is probably due to wrong handling as noted in the IFU: do not fold or bend the valve during insertion, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. For example: if the silicone housing is twisted/bent or the needle chamber is pumped between fingers this could cause dislodgment of the needle guard disc, therefore it is important to strictly follow IFU notice of the devices. The possible root cause for the issue ¿it was suspected that the cam was stuck ¿reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programing issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas plus valve (the valve was used with ns0339 (serial;unk) was implanted to a (B)(6) year old male patient via v-p shunt with a setting of 1. On (B)(6) 2021, the patient had a headache. Since the pressure could not be changed this time, the operator tried to make changes with etk and tandem with etk and toolkit, but the setting could not be changed from the settings of 1. The implantation site was not deep behind the ears. It was suspected that the cam was stuck, and the valve was removed on (B)(6) 2021. The patient is now in follow up. No further information was provided by hospital.